Event description:
Md attempted to use the endo gia ultra universal stapler (egiaustnd) with a 45mm tri-staple black reload (sig45axt) for an laa [left atrial appendage] excision, and the handpiece appeared to jam or misfire when applied for use on the surgical field.